Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2014. The investigation found that the device performed to specification throughout the history log and during testing at heartsine. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section h8 of this report.

Manufacturer narrative:
This trackwise record was opened in order to submit a missing initial medwatch report, per FDA guidance. No investigation will be performed in trackwise, as the investigation was completed previously when first received by heartsine, prior to the implementation of trackwise.

Event description:
Commercial return no reported fault. Investigation findings indicate malfunction. No patient involved.